Event description:
It was reported that a refill was missed. A health care professional was supposed to be sent to refill the patient but as of the report the refill was 18 days overdue. The pump is alarming that is dry or it's in "hibernation mode." Patient symptoms included: "pain shooting up through my abdomen and I feel like its through my body and it feels like I can't breathe", withdrawals, "every bone in my body tells me something is broken", "part of my body feels like all my bones are broken and I've been shot or-and its hard to breathe", "it's like somebody is sticking a knife and shoving it...on my behind", "I feel like my body is shutting completely off", "I can't lay down (inaudible) paralysis (inaudible)", "impossible pain", "I've already passed away too many times", and "vomiting." It was also reported that when the patient bent over the pump "has moved over a couple inches." It was also reported the patient was "overdosed" in (B)(6) 2013. This pump was infusing baclofen, dilaudid, and other unknown drugs. It was reported with regards to the unknown drugs that "it used to be bupivacaine and one for nerve pain."

Manufacturer narrative:
(B)(4).

Event description:
Additional information: additional information was received in (B)(6) from the patient¿s healthcare provider and it was reported that the pump was infusing morphine, marcaine, and baclofen. The patient had modest withdrawal and was treated with increased oral medication. They were aware that the pump had a low volume. The patient did not have insurance coverage or money for medication in order to get the pump refilled, so after consultation with the patient and family they elected to allow the pump to run dry. The patient outcome was reported as ¿no injury¿. In (B)(6), the patient reported that the pump had now been dry for 3 months. The patient¿s symptoms were unbearable; she couldn¿t function. She had diseases and cancer and couldn¿t lay down because it made her feel like she was being ¿crushed to death¿. She feels this way 24 hours a day/7 days per week because she went cold turkey from the three medications being delivered by the pump. The patient was continuing to feel as if somebody was taking a knife and cutting/opening up her body/like sticking in her body everywhere ¿ it was like there was a knife ¿in her behind¿. The patient was hospitalized on (B)(6) and was supposed to get the pump filled 3 or 4 days later. The pump alarm had gone from ¿just a regular beep to like a siren sound¿; it was getting ¿kind of quieter¿. The patient and her husband were trying to figure out how to get the pump refilled. A week later it was reported that the patient felt that she was "basically being tortured and feels like a knife is being taken to my entire body"; she felt that she would pass away if it didn¿t stop. She also felt like she was being "crushed to death by a car" when she lays down. The patient had been feeling this way since (B)(6) 2012. The patient stated she was told by her healthcare provider (hcp) that he would get the pump refilled and she doesn¿t understand why it hasn¿t been done; whenever she talks to him, he says he¿s working on it. The patient stated she didn¿t have insurance and needed to be transported by ambulance to get in to see the hcp. The patient wanted someone to come to her home to refill the pump. The patient stated she can¿t do anything ¿ she can¿t eat, can¿t walk, and was screaming non-stop to the point where her neighbors thought she was ¿being raped¿. The patient stated she wasn¿t going to go to the hospital. In (B)(6) it was reported that the patient was currently without health insurance, so hadn¿t seen their physician ¿in a while¿. The pump had been alarming since february and the patient¿s physician was aware. They had tried to get the pump filled numerous times; once in the hospital and another time with a home health agency, but they couldn¿t afford it because they didn¿t have insurance. The patient was going to be getting medicaid, but that did not cover home infusion. The patient was ¿suffering¿; she had ¿a neurological, neuromuscular on top of a lot of other conditions and symptoms¿. Recently, they had been unable to get through to their physician¿s office and didn¿t know what to do. The patient was taking oral medications now, but didn¿t feel like she could ¿really last even two more weeks¿ in her ¿condition¿; she was having a lot of pain and still having the previously reported symptoms; the patient had cancer and acute neuromuscular diseases. They planned to contact the patient¿s physician again and possibly contact a patient advocacy foundation. On (B)(6) 2013, it was reported that the physician¿s office was aware of the patient¿s situation and was actively trying to figure out options for the patient. Corrected information: see manufacturer¿s report # 3004209178-2013-07347 for the pump moving over a couple of inches when the patient bent over event. See manufacturer¿s report # 3004209178-2013-00995 for the patient¿s prior overdose event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4). Can't lay down. Feels like all my bones are broken, body is shutting completely off, suffering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient had return of patient symptoms and acute pain. The patient stated it was "hard to breathe with all of her diseases." The patient wanted to reach a manufacturer's representative about her surgery and noted she had spoken to one "not that long ago." The patient stated her hcp was "not knowledgeable" and that she was "in the dark." The patient's hcp "let my pump go dry" and had been empty for a while (1.5 years ago). The patient stated "the don't know how I didn¿t pass away. I lost complete quality of life." The patient stated she had "so many changes going on with my ring tones (alarms)" and stated it sounded "like there's a siren, like an ambulance siren" that started eight months ago, then the ring tone "changed." The patient went to the pain hcp and her pump was "dead." The pump was seven years old and at eos (end of service). The patient stated "it did this because he let it run dry, not because of the other." The patient noted that the baclofen allowed her to move (stiff man's syndrome). The patient indicated "I have been thru a lot. I've had surgeries and I have never experienced the pain I experienced with this surgery." The patient stated she was in a "serious situation" and needed to replace her pump. She had been having pain in the area of the pump and hearing "sirens" from her pump since may of 2014. A manufacturer's representative identified a hcp who would be willing to replace the patient's pump but would not manage refills and the patient was redirected to the hcp to discuss her options. The manufacturer's representative declined to call the patient stating he did not want to put himself between the patient and hcp relationship.